Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional serious injury and death reported in the article are captured under a separate medwatch report number. Attachment: article titled, "transcatheter edge-to-edge repair for secondary mitral regurgitation with 3rd generation devices in heart failure patients¿results from the global expand post-market study."

Event description:
This will be filed to report single leaflet device attachment (slda). This research article was a meta-analysis study to report contemporary real-world outcomes in secondary/functional mitral regurgitation patients treated with third generation mitraclip systems. Complications identified in the study included: stroke, heart failure, prolonged hospitalization, surgical intervention, iatrogenic atrial septum defect that required intervention, single leaflet device attachment (slda), and death. In conclusion, under real-world conditions, optimal sustained mr reduction to mr=1+ was achieved in a high percentage of patients with 3rd generation mitraclip, which translated into symptomatic improvement and low event rates. These results appear to be comparable with recent randomized clinical trials. Details are listed in the attached article titled, "transcatheter edge-to-edge repair for secondary mitral regurgitation with third-generation devices in heart failure patients ¿ results from the global expand post-market study."

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported cerebrovascular accident (stroke), heart failure and death could not be determined. The reported cerebrovascular accident (stroke), heart failure and death are listed in the instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional serious injury and death reported in the article are captured under a separate medwatch report number.